Manufacturer narrative:
(B)(4). The device has been received by baxter personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
The facility representative reported a colleague infusion pump with a damaged a pump module this condition had the potential to interrupt delivery. It is unknown when the event occurred. There was no report of patient involvement, injury, or medical intervention necessary. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a colleague infusion pump with a damaged pump head module (phm) visor was confirmed but not reproduced during product evaluation. The root cause was determined to be a broken visor . The phm on channel a was replaced to fix the reported condition. This involved an unremediated infusion pump with user interface module master software version 5.04.00. Baxter will continue to monitor similar reports to determine if further actions are required.